Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges patient suffers from pain, discomfort, and adverse local tissue reaction. Update 4/3/2015 -pfs and medical records received. Pfs alleges clicking sounds and acetabular fracture. After review of the medical records for MDR reportability, the revision operative note indicated osteolysis around sleeve, cheesy material throughout the joint, fluid that looked like infection-never confirmed, adverse local tissue reaction, and hemipelvis fracture of the acetabulum. The fracture occured before the dor and no intervention was done. Part/lot is being updated for the liner and head and the cup is being added. This complaint was updated on 4/17/2015.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
Ppf alleged metal wear. After review of medical records no revision notes reported. Doi: (B)(6) 2006; dor: (B)(6) 2012; (right hip).